Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that the experienced a high blood glucose level. The customer was treated with bolus for high blood glucose level. The customer's blood glucose value was 500 mg/dl at time of incident. The customer was treated with shot for high blood glucose level. The customer calibrated about 1.5 hours after her treatment. The customer declined troubleshoot to high blood glucose level. The pump will be returned for analysis.